Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken for lot #9029658 item #305110. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complain.

Event description:
Material no.: 305110 batch no.: 9029658. It was reported that during use of the needle 26x3/8 ib the needle broke while inserting into cartridge. The following information was provided by the initial reporter: customer reported the needle broke when customer went to insert insulin into the cartridge.